Event description:
A representative from stryker alleged that devices manufactured by stryker and processed in the sterrad system had a "layer of oxide". The reporter was inquiring if there was a solution or product that would remove the reported "layer of oxide". The surfaces of the stryker harmonic hand piece are brass. The reporter stated that the conductivity of the harmonic hand piece is compromised due to the "layer of oxide". The model of the handpiece is unknown. The cleaning procedure of the handpiece is unknown. The stryker representative provided the name of the facility. There has been no response from the facility after numerous follow up attempts. The serial number of the sterrad unit is unconfirmed. It is unknown if there have been any reports of harm or injury. In the event that additional information is received, a supplemental 3500a will be submitted. No additional follow-up information could be obtained from the account. This account has both sterrad 100s and sterrad nx systems. This medwatch report is being submitted as a sterrad 100s. Should the appropriate system and/or serial number be provided a supplemental medwatch report will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad system was not possible as the serial number of the unit was not provided. The complaint history for the sterrad system was not possible as the serial number of the unit was not provided. Trending analysis for damage to customer device issues associated to all sterrad systems did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The surface of the harmonic handpiece manufactured by ascent was made of brass. A precleaning procedure was not provided. A representative of ascent went onsite to assess the report of a layer of oxide after processing. It is unknown what detergent the hospital used to clean the handpieces. There was no device or residue sample returned to asp or the device manufacturer(s) for investigation. The root cause of this complaint is unknown.

Manufacturer narrative:
Concommitant devices: stryker harmonic hand piece (catalog number unknown).